Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump did not alarm no flow out as expected. They stated it failed to alarm. Mmdg did make multiple attempts to follow up with the initial reporter and obtain additional information, but those attempts were unsuccessful. The initial reporter stated that this occurred during testing and had not affected a patient. Complaint-(B)(4).